Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient received notification for non-sustained rv oversensing via merlin.net. Post-paced t-wave oversensing was noted on the ventricular lead. Programming changes were made. Further actions will be discussed with the physician.

Event description:
New information received indicates that an asymptomatic patient received notification for non-sustained rv oversensing via merlin.net. Post-paced t-wave oversensing was noted on the ventricular lead. Programming changes were made. Further actions will be discussed with the physician.